Event description:
New information received noted that the patient received inappropriate shock. The patient was seen in clinic but no programming changes were made.

Manufacturer narrative:
Correction - this report is to retract report 2017865-2018-15623.

Event description:
Upon review, the device should not have been submitted as medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net with the implantable cardioverter defibrillator exhibiting failure to deliver high voltage therapy. The patient appropriately received anti-tachycardia pacing therapy for a non-sustained ventricular tachycardia event that occurred during a supra-ventricular tachycardia event. However, the device failed to re-detect the continued tachycardia episode and withheld shock therapy. The patient was reported to be in stable condition and no symptoms were reported.